Event description:
The surgeon implanted a silicone lens, but during the procedure, the posterior capsule tore and an anterior vitrectomy was performed. The initial incision was enlarged to remove the lens and then sutures were applied.